Manufacturer narrative:
Unit received with blank display due to moisture damage on the electronic stack. Unit had moisture damage on the motor. Unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime/delivery test, off no power test and excessive no delivery test due to blank display. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot, cracked battery tube threads, cracked case at reservoir tube window corner.

Event description:
It was reported via phone call that insulin pump was exposed to moisture due to customer getting into water while still connected to insulin pump. Customer reported that as a result, display screen went blank and insulin pump had a constant tone. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.